Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient¿s son reported that initially the cause of death was believed to be a heart attack; however, the son indicated that he suspected the ICD system may have contributed to the patient¿s death. Upon interrogation, a ventricular fibrillation (vf) episode was noted on the date of the patient¿s death in which the patient did not receive a shock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.